Event description:
Related manufacturer number: 2017865-2021-36481, 2017865-2021-36482. The patient presented in clinic following an inappropriate high voltage shock. The device was interrogated and noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged the inappropriate therapy and oversensing were due to damage on the rv and right atrial (ra) leads. During a revision procedure, blood in the device header was observed. The event was resolved by explanting and replacing the rv lead, ra lead and device. The patient was in stable condition.

Manufacturer narrative:
The reported event of body fluid in the header was confirmed, however this is not a device anomaly. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.